Event description:
Procedure: nephrectomy. According to the reporter: during use, cutting could not be done. Device was not recognized by generator. Opened another, but the same trouble occurred on second device. Used another to compete procedure.

Manufacturer narrative:
(B)(4).